Manufacturer narrative:
Non-invasive testing was performed with the ventilator. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. The event trace was downloaded for review. The date of the reported incident was (B)(6) 2015. The event trace indicates this operational period started on (B)(6) 2015 at 11:16 am and ended on (B)(6) 2015 at 08:16 am. The event trace indicates the ventilator issued a low pressure alarm condition and a low minute volume alarm condition 3 seconds prior to being properly powered down. These alarm condition entries have no associated alarm clear entries.

Event description:
It was reported that a hospice patient had passed away. There were conflicting stories that were provided to the homecare dealer. The first story was that the patient was taken off of the ventilator and when they came back in the room the patient was gone. The second story was that the family heard an alarm going off and they called for another family member who found the ventilator was disconnected and the patient had expired. There are no allegations of ventilator malfunction causing patient harm.